Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated reports: 0001822565 2017 01282, 0001822565 2017 01283. This reporting is being submitted late as the event was identified through complaint remediation efforts. No device was returned for review as they reportedly remain in vivo. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the patient is experiencing pain in conjunction with elevated metal ions and limited mobility. No revision has been reported to date. No further information has been made available at the time of this reporting.